Event description:
It was reported via the customer that the burr broke. It was also reported that there were no adverse consequences as a result of this event. No further info provided.

Manufacturer narrative:
The burr subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.